Event description:
Event date unk. Customer reported the extension set, 20059e, leaked when flushed with the 3 ml bd syringe. Stated the extension set was on a pt at the time of the event, was pushing a medication that was in the 3 ml bd syringe when the extension set leaked then "exploded." No pt or staff harm reported. No additional event details available.

Manufacturer narrative:
(B) (4). (B) (4). The extension set was received. A follow up report will be filed upon completion of the investigation. This report was filed by the manufacturer.